Event description:
It was reported that post-paced t-wave oversensing was observed on a merlin transmission. Patient was asymptomatic. Programming changes were recommended and will be made when patient presents to the clinic.